Manufacturer narrative:
Information was inadvertently omitted from the initial report. Please see updated summary of the plant investigation. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates the user should ¿turn the blue button on the pin connector ¼ clockwise and push it in to make sure that the pin has been inserted into the pin connector¿. As per the follow up information received, the incident is attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent fluid. Per the pdrn, the peritonitis was attributed to the patient failing to push in the blue pin when completing treatment. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s). Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, following discharge the patient will resume utilizing the same liberty select cycler as before the events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient was started on treatment for suspected peritonitis. Follow up with patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic with complaints of abdominal pain and cloudy effluent fluid. The patient reported that they first noticed the cloudy effluent three days prior to notifying the pdrn. The patient did not tell the pdrn until the abdominal pain developed three days later. A peritoneal effluent fluid culture and cell count (wbc = 1222 u/l, polymorphs = 78 u/l) was obtained, and the patient was started on intraperitoneal (ip) vancomycin (2 grams every 5 days for 14 days) and ip gentamycin (80 mg daily for 14 days). The peritoneal effluent fluid cultures returned positive for gram-positive staphylococcus epidermidis, and the patient¿s gentamycin was discontinued. The pdrn attributed causality to the patient failing to ¿push in the blue pin¿ when completing treatment. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s), drug(s), or device(s). The patient is recovering from the events and continues to undergo continuous cyclic peritoneal dialysis (ccpd) using the same liberty select cycler as before the events.